Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 140 mg/dl.